Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The balloon separation was not confirmed however the shaft was noted to be separated. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left distal popliteal artery. An unspecified 4mm balloon was used to perform angioplasty in the popliteal artery. There was residual stenosis so a 4mm drug coated balloon was used to perform angioplasty. There was residual stenosis so atherectomy was performed. Despite atherectomy there was residual stenosis. A 4x18mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. The sds was withdrawn with resistance due to the anatomy and the balloon separated distal to the introducer sheath and remained in the proximal sfa on a guide wire. The separated portion of the balloon was successfully retrieved using an unspecified snare device. The procedure was ended. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.